Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during patient use, it was reported that a 500cc saline bag was quickly loosing volume. According to the reporter, the same thing occurred after replacing the patient's saline bag with another. Ultimately, the patient's icy catheter was replaced with another icy catheter at an unknown time later. No further issue was reported. The initial catheter was later flushed and a leak in the proximal balloon was found. Multiple follow-up attempts were made to obtain additional information from the customer, however, were unsuccessful. There is no known patient consequence or impact as a result of the reported issue.

Manufacturer narrative:
Evaluation of the returned icy catheter confirmed the customer reported issue. The root cause was due to a pinhole leaks. Functional testing was performed. The catheter was connected to a pressurized inflation device. Capping the "out" luer, the catheter was pressurized from the inflow luer side. The catheter was pressurized up to 100 psi and held briefly before the pressure gradually dropped and leaks were observed at the catheter shaft (near end of the proximal balloon). Following the test, all balloons deflated successfully without any issues. A visual inspection of the returned catheter found blood had accumulated /dried up on the balloons, shaft, luer tubings and infusion ports. All infusion ports flushed successfully with no issues observed. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter lot # 64304. Note: the actual icy catheter was returned with lot # 64304.